Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced palpitations. A warning was alerted and high impedance and high thresholds were noted on the right atrial (ra) lead. A possible lead fracture was noted. An action was planned to replace the lead. No further patient complications have been reported as a result of this event.